Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. Multiple broken elements were noted in the ultrasound image. Additionally, the probe unit was cracked and leaking at the d/e side. The forceps glue on the distal end was peeling, and the crack there was affecting the insulation. The control knob movement had low tension. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned due to a bad image being produced during use. Upon further review once returned, it was noted that the adhesive was cracked and peeling. This report is being submitted to capture the cracked and peeling adhesive. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ based on the age of the device investigation believes its unlikely that the failure was due to deterioration of the components. Therefore, it is likely that external forces were applied to the relevant part by strongly rubbing it during daily use including reprocessing. Olympus will continue to monitor the field performance of this device.